Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal to distal left circumflex (lcx) artery. During insertion of the guidezilla¿ extension catheter the shaft separated from the collar at the entrance of the cx. The break was located in the guide catheter. The distal section of the device was removed with the aid of a 1.5mm balloon catheter. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a guidezilla guide extension catheter in two (2) pieces. There was blood in the lumen of the device. There was damage done to the tip of the device, yielding an oval/oblong tip shape. Microscopic and tactile examination revealed no damage or irregularities to the shaft. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. Ptfe was completely pulled out from the collar and attached to the distal shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal to distal left circumflex (lcx) artery. During insertion of the guidezilla¿ extension catheter the shaft separated from the collar at the entrance of the cx. The break was located in the guide catheter. The distal section of the device was removed with the aid of a 1.5mm balloon catheter. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).